Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin pump had an inactivated button, alarmed lost sensor and that they experienced high blood glucose level of 548mg/dl. Customer was assisted with troubleshooting for high blood glucose. The customer had symptoms such as high blood glucose and thirsty and treated with insulin shot. Customer's blood glucose value was 411mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. The drive support cap appeared normal. Customer declined to check for leaks or air bubbles. There were no site or insulin issues. Customer declined to check device settings and to perform high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer was assisted in programming insulin pump sensor feature to end lost sensor alarm and to activate button for bolus wizard. The product will not be returned for analysis.